Event description:
It was reported that a brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a cgm sensor issue two days after sensor insertion. The mobile device displayed a ¿brief sensor issue, wait for three hours¿ error message and was not providing glucose readings. Shortly afterward (exact timing not specified), the patient began feeling unwell, reporting symptoms of cold sweats and agitation. She did not perform a fingerstick (fs) blood glucose check or administer any medication at home. Instead, she contacted her daughter and requested to be taken to the emergency room (ER). Upon arrival at the ER, a nurse performed a fingerstick test, which showed a blood glucose level of 204 mg/dl. However, when the dexcom device was checked, it resumed readings and displayed a value of 46 mg/dl. The sensor was removed, and the patient received an insulin injection in the abdomen. The patient reported that it took approximately one hour for her blood glucose to reach 110 mg/dl. She was discharged and returned home, feeling fine at the time of reporting. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.